Event description:
It was reported that the automated threshold algorithm was performed by the pacemaker and loss of capture was suspected. The healthcare professional is requesting information on the right ventricular automatic threshold (rvat) test and rv back-up pulse delivery feature function. Data was analyzed and boston scientific technical services indicated that each primary ventricular pace, there is a back-up pace that follows within 70ms. When loss of capture (loc) is confirmed a back-up pace is delivered at the back-up amplitude and a longer blanking period is used during this back-up pacing at loc. This longer blanking period allows for only the tail end of the qrs to be sensed on the rv and evoked response (ER) channels resulting in a smaller deflection. There were no adverse patient effects reported and the device and lead remain in-service.